Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the eternal feeding tube. The customer reports that a supply/processing/dist tech was breaking down a recent expired kit to remove the pharmaceuticals and sharps prior to discarding in general trash. The tech observed that the 20 fr tube was sliced approx 3/4 of the way across the tube (i.e. Roughly perpendicular to the long axis of the tube). This kit had not been opened prior to this attempt to dispose of it. (No prior handling had occurred). This was a sterile, single use prod and it was defective upon receipt.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.